Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated that they experienced a hypoglycemic event on (B)(6) 2017 and indicated that they went to the hospital. The patient did not provide further event details. No additional patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.